Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the customer experienced high blood glucose over 400 mg/dl, which was treated with manual injection. The customer was reportedly experiencing ketones and high blood glucose on the third day of using an infusion set, which looked normal upon removal. It was stated the ketones were reported to customer's healthcare provider who advised on houw to treat these. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. The customer declined multiple troubleshooting steps and was advised to change entire set, reservoir, and insulin.